Manufacturer narrative:
Concomitant medical products: d154awg, ICD implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing and resulted in inappropriate pacing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.